Manufacturer narrative:
(B)(4). Concomitant medical product: persona natural tibia cemented, catalog # 42532007101, lot # 63167766; persona femur cemented cruciate retaining, catalog # 42502606601, lot # 63079610; palacos r cement, catalog # 00111214001, lot # 78414384; articular surface fixed bearing cruciate retaining, catalog # 42511000510, lot # 63075302; all poly patella cemented, catalog # 42540000035, lot # 63117125; this bone cement is manufactured at heraeus medical and distributed through zimmer orthopaedic surgical products. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0002648920-2018-00185, 3007963827-2018-00042, 0001822565-2018-01455. Remains implanted.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. The patient is going to be considered for a revision surgery due to loosening, instability and pain.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review and the reported event was confirmed. The device history records were reviewed and no discrepancies relevant to the reported event were identified. Medical records were provided that indicated no intraoperative complications during the revision procedure, but confirmed that the patient was revised due to loosening, instability and pain. Review of the post-operative x-rays provided indicated that the overall fit and alignment of the implants was appropriate, however, progressive radiolucency was identified at the bone cement interface of the tibial component beginning laterally and then involving the medial, posterior and anterior compartments. Per the package insert, loosening, pain, instability is listed as a known potential adverse effect. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this patient; please see all reports associated with this event: 0002648920-2018-00185 0001822565-2018-01451 3007963827-2018-00042 0001822565-2018-01455 0002648920-2019-00074 0002648920-2019-00075

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information.